Manufacturer narrative:
Insulin pump received with dog chew marks. Unable to perform the displacement test. The reservoir tube lip has been chewed up by a dog.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and ring of the reservoir was not able to lock . The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.